Event description:
It was reported that a novum iq large volume pump over infused during patient therapy. An antibiotic (ceftriaxone) was being administere when shortly after starting the infusion the patient indicated the IV site was ¿burning¿. When the patient was assessed, it was identified that the IV pump was infusing air and not the medication. The IV line was traced to the pump and the medication bag was empty. The pump indicated there was 50ml of volume remaining to be infused over 15 minutes. The IV line was disconnected from the patient. There was no further information provided regarding medical intervention or outcome to the patient.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.